Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the first clip (the complaint device) detaching from the septal leaflet, appears to be due to challenging anatomy with large coaptation gap, resulting in tension on leaflets at the implant site. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - patient selection (use in tricuspid valve).

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, an enlarged atrium, and large coaptation gap. An xtw clip was inserted and deployed on the tricuspid valve. To further reduce tr, a second and third clip were implanted. However, after deployment of the third clip, the first implanted clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a fourth xtw clip was inserted and deployed, reducing tr to a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.